Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Device evaluated by MFR: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angiogram of the lower extremity, a flexor raabe guiding sheath unraveled and separated upon removal of the device. The patient reportedly had pre-existing bilateral common iliac stents in place up to the origin of the aorta and common iliac. The aortic bifurcation, common femoral artery, and superficial femoral arteries were highly calcified. The sheath unraveled and separated while trying to pull the sheath from the patient. The dilator and an unknown wire were in the sheath lumen at the time of the event. The physician was able to remove the device by tugging on the sheath with a hemostat. The patient is reportedly "in good shape". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported, during an angiogram of the lower extremity, a flexor raabe guiding sheath unraveled and separated upon removal of the device. The patient reportedly had pre-existing bilateral common iliac stents in place up to the origin of the aorta and common iliac. The aortic bifurcation, common femoral artery, and superficial femoral arteries were highly calcified. The sheath unraveled and separated while trying to pull the sheath from the patient. The dilator and an unknown wire were in the sheath lumen at the time of the event. The physician was able to remove the device by tugging on the sheath with a hemostat. The patient is reportedly "in good shape". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), quality control procedures and a visual inspection were conducted in the investigation. The complainant returned one used and damaged kcfw-6.0-38-55-rb-raabe to cook for investigation. Physical examination of the returned device showed: the complete separated section of sheath had a length of approximate 24.2cm with some coil exposed. The remaining length of sheath measuring from the hub had an approximate length of 50.5cm. Additionally the sheath was also separated with the exposed coils holding the separated sections together. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. The product IFU provides the following information to the user related to the reported failure mode: warnings: "if resistance is encountered during sheath advancement, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing withdrawal. Instructions for use-sheath removal: step 1. Insert a wire guide until its tip extends at least 10cm past the tip of the sheath. Step2. Remove the sheath. Avoid applying traction to the hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit. Step 3. Remove the wire guide.¿ because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the device history record was fully executed, and no other related complaints from the lot that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents were conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The complaint was confirmed based on customer testimony and returned device evaluation. It is possible that the patient¿s calcified anatomy may have contributed to this incident even though the dilator and wire guide were in place for sheath removal as per the IFU. However, a CAPA is currently open to investigate this complaint failure mode and there is evidence that the device was manufactured to specification. Therefore, cook is currently unable to establish a cause for this failure. The risk analysis for this failure mode was reviewed and no additional escalation is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.